Event description:
Iabp alarming check ibp catheter. Sbp had increased from 130s to 170s after trach care. No blood seen in any of the iabp/arterial tubings. No kinks seen. Patient laid flat to attempt iabp restart. Good urine output and peripheral pulses. Unable to get iabp restarted. Heparin infusion stopped to remove iabp. Sbp increased as high as 202 after iabp stopped working. When crnp removed air from balloon with syringe she got blood return. Pa flushed inside balloon and tiny leak seemed to be at tip of balloon.